Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of log analysis. Analysis found that the rotor of the navigation system resulted in the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the rotor of the imaging system was found to have the reported issue. Not the navigation system as indicated in supplemental report 1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a posterior decompression spinal fusion, the pendant of the imaging system did not display status bars when transferring a 3d image acquisition to the navigation system. It was noted that the rotor stopped moving during the image acquisition as well. The representative the re-prompted the system to perform the acquisition and it could be completed. It was noted that when the transfer status did not appear, the image did transfer to the navigation system and the image was visible. There was no reported impact on patient outcome. No additional information was provided.